Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 implantable pacing lead, implanted (B)(6) 2011. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The helix of the lead was extrinsically bent, the overlay tubing of the lead was extrinsically breached due to a cut and visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was further reported that the patient experienced local pocket stimulation when the right ventricular (rv) lead output was increased and the lead had a suspected fracture. It was noted that the patient was taking part in the system longevity study.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing pocket pain symptoms and that they were convinced it was due to right ventricular (rv) lead function. The physician decided to replace the lead at the patient's request and to move the associated implantable cardioverter defibrillator (ICD) to a sub-muscular location. No patient complications have been reported as a result of this event.